Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. Additional attempts to the customer have been made with no additional information provided. This MDR includes all event information received to date. Due to the lack of additional information this MDR is being filed as a malfunction.

Manufacturer narrative:
Multiple attempts were made to obtain additional information on repair and machine status. No response or update has been received from the customer to date. No part was returned, an evaluation could not be performed. Field service investigation was not performed and no parts were returned for to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report review confirmed the labeling, material, and process controls were within specification.